Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door was repeatedly failed and not opened at all. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) removed the latch, greased the connectors and tightened and reseated the harness. The fse also adjusted the latch and hasp to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door was repeatedly failed and not opened at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.